Event description:
Reportable based on device analysis completed on 07-dec-2023. It was reported that shaft kink occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the device was kinked. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable. However, returned device analysis revealed balloon tear.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6). E1: initial reporter address 2: (B)(6). E1: initial reporter phone number: (B)(6). Device evaluated by MFR.: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 23mm distal of the proximal balloon markerband. From the partial circumferential tear the balloon was also torn longitudinally for approximately 14mm proximally. A visual examination observed no damage to the tip of the device. A visual and tactile examination found a shaft kink 170mm proximal from the distal tip. Both markerbands were undamaged and present on the shaft of the device.